Event description:
The plastic side-hub is cracked. The physician elected to use a different sheath to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). K111263. Investigation - evaluation during the course of investigation, the kcxs product along with the returned connecting tube, was visually inspected. A review of the instructions for use was also conducted. Based on customer testimony, "the plastic side-hub is cracked." The visual inspection of the returned device determined the hub of the connecting tube was cracked. However, the visual inspection noted that the returned connecting tube is not a cook, inc. Device; therefore, the complaint was not confirmed. Per the device description in the provided instructions for use (IFU); it is stated: "the set includes three components: an outer 5.0 french flexor sheath with radiopaque tip and hydrophilic coating, an inner 4.0 french cxi support catheter, and a peel-away(r) sheath." The root cause was determined to be related to another drug/device due to the complaint referring to the connecting tube, which is not manufactured by cook, inc. The appropriate internal personnel have been notified. No further action is required.

Event description:
Information was provided that the plastic side-hub is cracked. The physician elected to use a different sheath to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.